Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was not altered or prescribed. There were no reports of adverse health consequences as a result of the discordant results.

Manufacturer narrative:
A siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results was due to the instrument running out of water. The cause of the instrument running out of water is unknown. The instrument is performing within specifications. No further evaluation of the device is required.